Event description:
The customer reported approximately ten drops of clear fluid leaked out of the probe during preparation of quality control involving the coulter act diff 12 analyzer. The customer had on protective gloves and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer was advised to run bleach through the probe three times follow with diluent, twice. The customer performed quality control (qc) and verified no further leaks from the probe. The instrument was returned to normal operation. The customer has an exposure control plan at the facility.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting via the telephone. (B)(4).